Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total thyroidectomy procedure, while attempting to use the device, attending physician noticed a very small plastic piece from the tip of the jaws had broken off into surgical wound. No x-ray was done to locate the broken piece because it was easily located. There was no harm to patient.